Manufacturer narrative:
The micrusphere will not be returned, therefore the root cause of the coils resistance with it becoming stuck inside the microcatheter and why the microcatheter was removed with the coil cannot be determined. DHR: a review of the manufacturing documentation associated with this lot (c28994) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis and a device history record review cannot be completed because the lot for the product is unknown. Since the event could not be confirmed and there is no evidence of a manufacturing-related malfunction, no corrective actions will be taken at this time. (B)(4).

Event description:
The contact from the facility reported that the micrusphere coil (ssr10081620/c28994) got stuck at the distal end of the prowler select lpes microcatheter (606s155x/17055429.) There was also so much resistance with the coil and microcatheter that the prowler select lpes was removed with the coil. A prowler select plus (details unknown) was used to deploy other coils. The deviced did not kink or bend at any time prior to the resistance/friction. The coil was stretched when it was removed from the patient. An adequate continuous flush was maintained through the catheter.

Manufacturer narrative:
Very limited information was received. Currently the prowler select lpes microcatheter has been returned to its analysis site at the juarez manufacturing facility. The prowler select lpes microcatheter was found to be undamaged and it did not contribute to the field complaint. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. Located 85.0 centimeters off the proximal end is an unreported severe kink to the core wire. Located 1.0 centimeter off the proximal end of the resheathing tool is an unreported severe kink to the core wire located off the distal tip of the resheathing tool, the device positioning unit (dpu) was found to protrude for a length of 10.0 centimeters outside the sheath. The 16.0 centimeter long coil was found to have been damaged and stretched for a length of 44.0 centimeters which could be observed by the unaided eye. There is no mechanical sheath damage at the protrusion site that would have opened up and allowed the dpu to protrude outside the sheath. The proximal section of the coil was found to be damaged and stretched. The distal tip of the coil is undamaged. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured and the damaged edges have been elevated above the surface plane. The locking mechanism has stretching and compression damage. Due to the damaged coil no duplicate testing of the field complaint was possible. The exact circumstances of how and when the kinks appeared on the dpu cannot be determined as it was reported that, ¿¿the deviced did not kink or bend at any time prior to the resistance/friction¿¿ no manufacturing defects were found. The complaint of the coil being stuck at the distal tip of the microcatheter with the micrcocatheter being removed cannot be confirmed. Due to both the reported and unreported damage to the coil and dpu and with no duplicate testing possible, the root cause of the coil being stuck inside the distal tip of the microcatheter and the microcatheters required retraction off the target site cannot be determined, however the evidence as received highly suggests two contributing factors to the coil being stuck and the microcatheter being required to be removed. These contributing factors may have worked in tandem or separately with each capable of producing similar results. The evidence as received highly suggests that the primary contributing factor may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which bent the core wire in multiple locations, caused the protrusion of the core wire outside the sheath, and produced a portion of the coil damage found. This damage may have caused severe resistance which may have also required the microcatheters removal. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ the secondary, but equally important contributing factor to the coils resistance and the microcatheters removal with the coil may have been due to distal interference of an unknown origin. It cannot be determined if the interference was of a fixed or detached nature. The complaint of the coil stretching is confirmed. The root cause of the coil stretching cannot be determined; however a contributing factor may have been due to the coil becoming temporarily anchored on an unknown source causing the 16.0 centimeter long coil to stretch 44.0 centimeters in length. DHR: a review of the manufacturing documentation associated with this lot (c28994) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the root cause of the complaint events cannot be determined however procedural factors likely contributed. The microcatheter was returned and did not contribute to the complaint events. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.